Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out with the skin, and closing failed. There was no reported patient injury. The deployer was experienced in the use of the mynx vascular closure device (vcd). The device was stored and prepared according to the instructions for use (IFU). The sealant was deployed completely above the access site. The sealant did not appear to stick to the device. The device storage temperature did not exceed 25°c. The device was realigned to the angulation and removed with light fingertip compression. One non-sterile 6f/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. With respect to the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated functional deployment test was made; however, it could not be completed because the unit was received without the sealant. Full depression of button 2 was evaluated independently and resulted in balloon retraction, as expected per the device design. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 not depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out with the skin, and closing failed. There was no reported patient injury. The deployer was experienced in the use of the mynx vascular closure device (vcd). The device was stored and prepared according to the instructions for use (IFU). The sealant was deployed completely above the access site. The sealant did not appear to stick to the device. The device storage temperature did not exceed 25°c. The device was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.